Event description:
Device malfunction: filter basket retrieval unsuccessful with low profile flexible design. Time of malfunction: during rx accunet filter basket retrieval. Symptoms/ae: left hand movement and weakness, left sided facial droop, non-responsive 2-3 minutes. Time of symptoms/ae: immediately following procedure. It was reported that during a stenting procedure of the ric, the rx accunet filter basket could not be recovered with recovery catheter #2 (low profile flexible design). The physician was able to recover the rx accunet filter basket with recovery catheter #1 (shapeable tip design) with success. The patient was discharged the next day. No additional information is available. Study event.